Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-94 (configuration option settings checksum is not 0) alarm was identified during functional testing. The cause of the condition was determined to be low battery. To correct the condition, the battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump that cannot turn on. It was before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.